Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, when they opened the acetabular implant box, they detected pe liner inside. Was surgery delayed due to the reported event? No, action taken when event occurred? They changed for another implant, was procedure successfully completed? Yes.